Manufacturer narrative:
Unit passed displacement test and selftest. Intermittent button response on the down arrow button due to moisture damage on keypad traces. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 133 mg/dl. The customer stated that they had difficulty pressing the buttons. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was a response from a button. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.